Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unfortunately, a valid lot number and physical sample could not be obtained for the purpose of aiding in our investigation. As a result, bd engineers were unable to identify a root cause or trending data regarding this event. A device history could not be completed. Investigation conclusion: without a valid lot number and physical sample an investigation could not be completed. Examination of the product involved may provide clarification as to the cause for the reported failure. Bd will continue to track and trend for this issue. Root cause description: without a valid lot number root cause cold not be established. Rationale: without a valid lot number and physical sample an investigation could not be completed.

Event description:
It was reported that during use of the unspecified bd¿ catheter the flow was occluded when replacing the old connector. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the patient was placed PICC with long term transfusion needs. The nurse found the connector was with flow occluded when replacing the old connector.